Event description:
Manufacturer received explant data form via u.s. Mail from user facility indicating that ncp system had been explanted due to infection. Further investigation revealed that the patient developed an infection in both incision sites (chest and neck). It was reported that the patient had not undergone any other surgical or dental procedures or invasive monitoring either 3 months prior to or after the vns implant and that the patient was not implanted with any other devices. It was reported that the patient did irritate/scratch at incision sites and that the infection was treated with antibiotics and explant of pulse generator and lead (leaving electrodes). The patient has completely recovered from the infection but is not scheduled for a reimplant at this time.